Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the defective proportional valves and pressure reducing valves contributed to the reduced flow rate. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited defective proportional valves and pressure reducing valves, and the average flow rate was not up to standard. There was no patient involvement.